Manufacturer narrative:
The customer contacted siemens customer care center and reported that they obtained discordant, falsely elevated collagen/ adenosine-5'-diphosphate (col/adp) and collagen/ epinephrine (col/epi) results on the innovance pfa-200 system. The customer provided the reaction curves for the discordant col/adp and col/epi results. The customer reported that results obtained on the pfa-100 system aligned with the patient's clinical history. Siemens investigated the reaction curves. Siemens determined that cause of the discordant, falsely elevated col/adp and col/epi results was potentially due to a sample specific issue and was potentially related to thrombocyte functionality. The system is performing according to specifications. No further evaluation of this device is required. The innovance pfa-200 system with catalog # 10488536, described, is not marketed in the united states (us) and the PMA/510(k) is for the similar pfa-100 system that is marketed in the us. The pfa-100 system has a catalog # of 10444868.

Event description:
After the administration of minirin, the patient was tested for collagen/ adenosine-5'-diphosphate (col/adp) and collagen/ epinephrine (col/epi) multiple times. A 30 minutes after the administration of minirin, a sample from the patient was run for col/adp on a pfa-100 system and an innovance pfa-200 system, resulting in a discordant, falsely elevated col/adp result on the innovance pfa-200 system. The sample was also run for col/epi twice; once on the pfa-100 system and the customer did not provide which system was used to obtain the other result. The patient was redrawn 1 hour after the administration of minirin and tested for col/epi and col/adp, resulting in other discordant, falsely elevated col/adp and col/epi results on the innovance pfa-200 system. When this sample was run on the pfa-100 system and a system that the customer did not identify, lower results were obtained. The customer reported that the patient was redrawn hourly after the administration of minirin and provided the results obtained on the samples drawn 2 hours and 3 hours after the administration of minirin. The discordant results obtained on the innovance pfa-200 system were not reported to the physician(s).the results obtained on the pfa-100 system were reported to the physician(s) as the customer reported that these results matched the patient's previous results and medical history. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated col/adp and col/epi results.